Event description:
The consumer reported the vaporizer began melting and filled the room with smoke. The unit was running in a child's room and the child inhaled the smoke. There was no medical intervention and there have been no complicated from the smoke inhalation.